Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left robotic nephroureterectomy, they used the device twice then on the third time, it did staple but penetrated the renal artery which caused bleeding about 1500cc and transfused 1 unit of blood. They had to open the patient and suture the vessel. The surgical time was extended for more than 30 minutes, the incision was extended, and the patient had extended hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summery: post market vigilance (pmv) led an evaluation of an endo gia 45mm articulating vascular/medium reload. Visual examination noted that the reload was fully fired with the jaws open. Staple strikes were visible in the anvil buckets indicating that staples were deployed when the reload was applied. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence available the reported condition was not confirmed. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.